Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with meter to meter comparison of 330mg/dl using true metrix meter and 63 using the emt meter. The expected fasting blood glucose test result range is 100 to 120mg/dl. The customer did report symptoms of slurred speech and muscle weakness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer sought an emt on (B)(6) 2018 because customer was having hypoglycemic symptoms such as slurred speech and muscle weakness. Emt's meter read 50mg/dl on arrival. Customer was treated for hypoglycemia with cranberry juice and liquid sugar customer unsure of the name. The emt meter (unknown brand) read 63 mg/dl not fasting and true metrix meter read 330mg/dl not fasting after treatment. Customer was not hospitalized. Customer feels fine at time of the call. No further medical attention is required.